Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested but not received: did the broken blade fall into the patient? If yes, was the broken blade retrieved? Did this change the patient¿s routine post-op care? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Manufacturer narrative:
Batch #l91z93. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Manufacturer narrative:
(B)(4). Additional information received: did this change the patients routine post-op care? No. Is the broken blade tip being returned with the device? No, it was discarded,

Event description:
It was reported that during a gastroplasty video procedure, the tip of the blade broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.